Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The authorized service provider (asp) evaluated the unit and confirmed the reported issue via phone. The touchscreen was calibrated, and the machine is returned to normal use.

Manufacturer narrative:
Date of event: (B)(6) 2021. 12mar2021.

Event description:
The customer reported a touchscreen issue. There was no patient involvement.